Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met pre-release specifications. Please refer to medwatch# 2017233-2011-00425 sent on (B)(4) 2011, for the event associated with the trunk-ipsilateral leg component - pxt311415/8309958.

Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. The pt had a heavily calcified common iliac artery causing tight access. The sheath met resistance and was forcibly advanced. Once the gore excluder aaa endoprosthesis trunk-ipsilateral leg component was finally in place, the deployment line was pulled; however, the device did not deploy. The device was removed. Another trunk-ipsilateral leg component was implanted. Later that day, a hematoma was noted at the access site. There was a tear at the access site which was stitched up. The pt tolerated the procedure.